Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on november (B)(6) 2019. According to the complainant, during the procedure, the balloon popped. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result a visual examination of the returned complaint device confirmed that the balloon was ruptured. No damage found on the catheter of the device. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed and the balloon was inflated; however, a leak was noted from the ruptured portion of the balloon material. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, and/or interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.